Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert was received. Customer¿s blood glucose level was in the 200s mg/dl. At the time of reporting, pump was charging as intended.